Manufacturer narrative:
The reported weight of the patient is (B)(6). Siemens has initiated a technical investigation of the reported event. A supplemental report will be submitted upon its completion.

Event description:
It was reported to siemens that a non- contrast CT scan of a (B)(6) patient had to be repeated. A communication failure suddenly occurred during the delayed phase countdown in a multi-phase scan. Aside from the additional x-ray dose administered to the patient during the successfully completed second scan, no patient injury has been reported to siemens. This report has been filed with an abundance of caution. The reported event occurred in (B)(6).

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The technical investigation revealed an internal error in the irs (image reconstruction system). One thread in the cuda context seems to hang. It may be during a cuda copy operation or a synchronization issue. Therefore, the irs did not send images in time to the ics (image control system). As no reboot was necessary to continue, any hardware problem is unlikely. The available files have been analyzed. The user has been advised to create a savelog (logfile collection including irs logs), get all dmp (dupmp) and trace files and a detailed description of the work flow (best would be a video sequence). This event was classified as a single event as it did not recur. The system was brought back to clinical operation by auto resuming. No general product issue could be identified based on available information, therefore no remedial action deemed necessary.